Manufacturer narrative:
Sensor and applicator 0m000ecv6vd has been returned and investigated. Visual inspection has been performed on the sensor applicator and no issues were observed. Sensor plug assembly not properly seated. No failure modes were observed upon visual inspection of the sensor plug. No further investigation could be performed as the sensor applicator was not returned. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue and noted that due to not receiving their replacement product, resulted in a medical event. The customer initially called on (B)(6) 2020 and reported that the adc freestyle libre sensor applicator fell off and it fired before the sensor was applied. At the time of the original call, a replacement sensor was ordered however due to a delivery issue, the replacement sensor was not received. The customer called back on (B)(6) 2021 to report that he was unable to check his glucose level and consequently experienced symptoms of weakness and loss of consciousness. The customer further reported being unable to self-treat due to symptoms however, no further information was reported. There was no report of death or permanent injury associated with this event.